Manufacturer narrative:
Updated: h10, g6, h2, h3, h6, b2. Additional information was received from the customer. The customer stated the issue occurred on the uterine artery. The customer stated there was a small amount of blood oozing around the clamp. A second clamp was used to ensure vision and bleeding control once the vessel sealer extend was released. The vessel sealer extend (vse) instrument was returned and analyzed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been received; however, failure analysis has not yet been completed. The vse logs were reviewed for this event. The vse instrument was used to complete 12 cut events with no errors. No e-100 generator errors were found for this instrument. The logs did not indicate an abnormal range of motion with this instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer extend (vse) instrument clamped down on the patient's tissue and locked in place. The grip release slider was used to successfully release the vessel from the instrument jaws. There was no unexpected tissue removal with no effect on the grasped vessel as the customer was able to get a secondary clamp on the patient's vessel prior to removing the vse instrument. No fragments were noted to have fallen inside of the patient. The patient experienced bleeding of less than 100ml. There was no report of any system faults during this incident however, the surgeon stated the vse did not have a normal range of motion. The procedure was completed.